Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included eval and re-calibration of the collimator. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited 'collimator iris potentiometer errors'. This error will prevent the system from creating fluoroscopic exposures. No pt death or serious injury was reported related to this event.